Event description:
On (B)(6) 2018 the patient presented to an outside hospital with new onset drooling and issues finding words. Per patient's daughter, the patient also appeared confused. On the evening of the 11th, the patient was transferred to our facility for further evaluation.

Event description:
On (B)(6) 2018, pt presented to an outside hosp with complaints of slurred speech and r eye deviation.